Event description:
It was reported the customer experienced an elevated blood glucose (BG) level of 17 mmol/L; cause was due to occlusion alarm. Customer administered a manual injection to address BG level. Customer performed pump supply change to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.